Event description:
The customer received questionable total psa total (free + complexed) psa - prostate-specific antigen (total psa) and free psa results for an unknown number of patient samples. Of the data provided, only the data for one patient was discrepant and did not agree with the clinical status of the patient. (B)(4). The initial results for the patient from cobas e411 serial number (B)(4) were total psa: 94.42 ng/ml and free psa: 15.25 ng/ml. The urologist questioned these results and sent the sample to be tested at three other sites. Site 1 (modular e170) on (B)(6) 2015: total psa: 90.19 ng/ml free psa: 22.69 ng/ml. Site 2 (cobas e411) on (B)(6) 2015: total psa: 73.99 ng/ml free psa: 13 ng/ml. Site 3 (cobas e411) on (B)(6) 2015: total psa: 67.67 ng/ml free psa: 13.77 ng/ml. The patient was not adversely affected.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified as the sample was not available for further testing. Additional information for further investigation such as which result was believed to be correct was requested but was not provided. Review of the provided calibration and qc data did not indicate a general reagent or system issue.